Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient system diagnostics recorded high impedances on most lead contacts. X-rays showed that the lead had disconnected form the ipg. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that the device did not contribute to the issue as extensions pulled out of the header.